Manufacturer narrative:
The pump and data logs were returned and a thorough investigation was completed. Data logs indicate the pump had operated normally during use. Visual inspection found no abnormalities and simulated use testing was unable to reproduce the reported hemolysis. Based on the evaluation, we are unable to definitively determine a root cause.

Manufacturer narrative:
The impella cp was returned and an investigation is underway. A supplemental MDR will be filed upon the completion of the investigation.

Event description:
The complainant reported a (B)(6) african american patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp. During support, the patient hemolysis that was confirmed with plasma-free hemoglobin levels exceeding 400mg/dl. As treatment, the device was removed and replaced with an intra-aortic balloon pump. The patient's hemolysis cleared, thereafter.